Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button's of insulin pump were intermittently does not responding on first press. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received reject new batteries, battery life diminished and unexplained random no delivery alarms. The customer also stated that insulin pump had scratches on screen. The insulin pump will not be returned for analysis.